Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 9 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Through follow up, it was learned that the device was explanted due to prosthetic aortic valve stenosis. Per the patient's op report, he presented with increasing shortness of breath, fatigue, and mild-to-moderate lv dysfunction. He has longstanding persistant atrial fibrillation maintained on coumadin. The patient was referred for redo aortic valve replacement. No findings on the valve were documented. A new edwards bioprosthetic valve was implanted with post-op tee showing no paravalvular leaks. The patient tolerated the procedure well. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.